Manufacturer narrative:
As reported, the sorbafix enhanced fixation device deployed a broken fastener. The subject device was returned for evaluation. Functional evaluation of the sample found that the remaining four (4) fasteners deployed with no issue and were found to be in good condition. No broken fasteners were deployed. Internal component evaluation found no manufacturing anomalies. There was no indication that the device would have deployed a broken fastener. Based on sample evaluation and investigation performed, a definitive conclusion cannot be made; the most likely root cause of the fastener breaking when deployed is due to forces applied during use of the device. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿

Event description:
As reported, during a laparoscopic ventral incisional hernia repair procedure on (B)(6)2021, the bard/davol sorbafix enhanced fixation device was used. It was reported that the device deployed a broken fastener. It was reported that the broken head of the fastener was removed from the patient's body. As reported, the remaining fasteners were successfully fixated to the mesh at abdominal area. It was reported that the procedure was completed using the same device. The surgeon is an experienced user of the sorbafix fixation device. There was no reported patient injury.